Event description:
It was reported that the impedance on the rv coil, svc coil, and lv lead (which was measured as lv tip to rv coil) "jumped". It was further reported that the patient received an audible alert for high impedance level on the high voltage lead. The rv defib lead was removed; the lv and svc leads remain in use. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.